Event description:
The customer reported that the system was locking up. There is no report of pt injury.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ffb data was reloaded and the ps1 power supply was reseated. The system was then found to be operating as intended.